Manufacturer narrative:
The thermogard console (serial #(B)(4)) was evauluated at customer site and the customer reported complaint of "m ID:09" (air trap assembly) was confirmed during the functional testing and the event log data review. Further investigation will be performed at zoll (B)(4) to find the root cause of the customer reported complaint. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that the thermogard ivtm system (serial #(B)(4)) displayed "m ID:09" (air trap assembly). Patient use information was requested but no additional information was provided, therefore patient use is unknown.

Manufacturer narrative:
H4 - manufacturing date was corrected. The reported complaint of the thermogard xp ivtm system (s/n (B)(6)) displayed mid:09 (air trap assembly) error message was confirmed based on the review of the event logs and during further in-depth functional testing. The root cause of the reported complaint was due to a broken/missing resistor on coolant level sensor printed circuit board (pcb) likely attributed to wear and tear or due to a damaged component. The thermogard console was manufactured in may 2013 and is 8 years old, past its service life of 5 years. The thermogard xp ivtm system failed initial functional testing as the console had no led lights on the display, blank screen and alert beep sound on the monitor during power up. These issues are not related to the reported complaint. The root cause was due to defective umbilical lg cable likely attributed to wear and tear or due to a defective component. The console was able to boot up after replacing the umbilical lg cable and no error were displayed. However, upon further testing, noticed that one variable pot resistor (ra3) on cold well sensor pcb was broken and led-d3 was off. This caused the console to display multiple mid:09 error messages observed on the event logs. The coolant level sensor block with board was replaced to address the reported complaint. During visual inspection, unrelated to the reported complaint, observed cracked front cover and bumpers, broken saline bag hook and rear cover screw, degraded cold well cap and drip tray gaskets and dented side panels. These types of physical damages are likely attributed to user mishandling or wear tear. The observed damaged parts were replaced. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages occurred on and around the reported complaint date; thus, confirming the reported complaint. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).